Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was a damaged pulse wire in the cable running from the dn to ECG a and b. The cause of the hi-pot test failure is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The last pt to use this electrode belt did not report any deficiencies.